Event description:
The customer stated that she was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. The customer stated that the insulin pump alarmed. No delivery and battery out limit. The customer was assisted with clearing the alarms and setting the time on the insulin pump. The customer requested add'l training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.